Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient stated she began having battery problems, where she had to charge her previous ins constantly. The patient stated it was going down and depleting too quickly. The patient stated she later had a fall, which messed up her old/unrelated si joint fusion and dislodged wedges in the back. The patient stated they replaced the implant with a new ins and did a new si joint fusion at the same time to resolve the issues. The replacement was done on (B)(6) 2018. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was charging too often. The patient stated that they were charging daily. The patient stated that they used to charge every 4 days. The patient has not been reprogrammed and has not increased parameters. The patient stated that they had fallen. The patient noticed the change in recharging following a fall in (B)(6) 2017. After the fall in september the patient started having to recharge more often. The patient also noted that it became more uncomfortable to charge as it felt like they were charging on their hip bone. The patient also stated that since the fall, they have sensation around their ins pocket site like ants are biting them, with a warm feeling and grabbing feeling at the pocket. The sensations do not occur during recharging, but they use stimulation 24/7. The impedances show 655 and 625 ohms. Recharge interval calc based on: 330 us, 40 hz, 9 v, 1 anod, 2 cath on both programs = 3.6 / 3 days for recharging. No out of range results on electrode imped and all values are around 1000 ohms. Recharge stats from 8840: 302 sessions, 1/22, 0, 25% 1/22, 0.5 50% 1/22, 0.5, 25% 1/19, 0.7, 100% 1/19, 2.9, 75% 1/19, 1.3, 25% agent reviewed that recharge frequency looks appropriate given recharge freq calculation. The patient's surgeon was wondering if the device needed to be replaced. It was reviewed that there was not a need to replace the ins due to function per se, but it should be considered moving the ins as it will make recharging and the pocket more comfortable. No further complications were reported or anticipated.